Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for spinal pain. It was reported that the patient's recharger was not working right and when they unplug it from the wall they only get an hour or two and then the recharger is dead. When they plug it back into the wall it shows as fully charged after two minutes and then they are able to continue recharging. They added that their implant won't charge to full no matter how long they leave the recharger on. They also described that when they plug their recharger in, it will start charging but then it will shut off and the screen goes blank. When they turn it back on, sometimes they can charge but sometimes it will freeze and they are unable to press any buttons. It was added that the connector pin "barely wiggles". The patient was sent a replacement recharger, and they noted they had used it for one hour and then the screen went blank and it started to beep. They attempted to reset the recharger but said it would not reset. Two days later the patient reported they had received a part from repair but that "nothing was working". They noted that their ins was at (B)(4) at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that to resolve their inability to charge their ins they had received a new recharging system. No further issues were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the ins will occasionally take charge. It was reported that the recharger indicated that it was fully charged. The patient reported since (B)(6) 2017 to (B)(6) 2017, it has taken charge. It has been discharge since 2017, the patient reported.